Event description:
Information provided states that appx. 2 1/2 weeks post op the patient was weight bearing with a rocker rail attached to the frame. Two of the three half pins that were applied sheared. The 5mm half pin broke 1/2 cm from the fixation bolt and was removed. The 4mm half pin broke at the skin and was left in the patient. The frame remains on the patient and will be removed after completion of treatment.